Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump eligibility for field correction, verified that malfunction was resettable, provided pump reset instructions, and assisted caller with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.